Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, leaking close to the sets filter was noticed. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. The sample was in used conditions, without its original packaging. During leak testing, sample was tested using a syringe with colored water and a leak was found between filter and tube. The complaint is confirmed. Root cause was found to be a lack of solvent by not following procedure. An awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure.